Event description:
(B)(4). I was awake when they put the essure into my tubes and it was extremely painful and for the next 2 days I could hardly get off the couch. Since getting essure in I constantly have lower back and pelvic pain. My period is heavy and is all blood clots very sticky and gross. My menstrual cramps are unbearable most times. I have pain that shoots from my pelvic area up through my belly button and the pain never seems to go away. I get nasty migraines now. Lack of energy and I can't seem to loose weight even though I'm eating healthy.